Manufacturer narrative:
The cause for the discordant rubella g results is unknown. The samples are not available for further testing. The testing of the samples on the advia centaur xp rub g assay at another site confirms the issue is not site specific and is not caused by the system. The instrument is performing within specification. No further evaluation of the device is required. The intended use section of the instructions for use states the following: "warning: the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to endpoint titer."

Event description:
During validation of the advia centaur xp rubella g (rub g) assay, the customer observed two results that were positive on the advia centaur rub g assay and negative on an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur xp rub g results.